Event description:
It was reported that the paint on the devices (1352401, 1352402, 1352412 and 1352408) is peeling off. There was no reported patient impact.

Manufacturer narrative:
Concomitant medical products: part # 1352402 - stimulus dissection elevator. Part # 1352412 - stim diss ring 3mm reg dissector. Part # 1352408 - 5mm stim dissection sickle knife. (B)(4). Three devices (1352401, 1352402 and 1352412) were returned for evaluation. Analysis of the devices (1352401, 1352402 and 1352412) indicated that the glossy blue nylon insulation had flaked off from the insert end of the instruments in differing degrees. The device (1352408) was not returned for evaluation. The most likely cause of the insulation flaking is wear and tear; the devices were purchased in 2005. Replacements for all four instruments were sent to the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) CAPA (B)(4) was opened to address these issues.